Event description:
It was reported that they monitor was going black and the system would fail to process the images causing the patient to be re-exposed. It was determined that the video card was failing. Once this was replaced the system is working as intended.